Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of over 600 mg/dl. The customer's mother reported that they had an occlusion and had to change the set. The customer's mother stated that they treated the high blood glucose with manual injection and the insulin pump. The customer's mother stated that the most recent blood glucose was 412 mg/dl at the time of call. The customer's mother declined to troubleshoot. The insulin pump will not be returned for analysis.